Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the perforation cannot be determined; however, it is most likely related to device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. FDA codes of this 3500a form are listed below; system updates pending: method: no testing methods performed. Result: no results avalilable since no evaluation performed. Conclusion: known inherent risk of procedure.

Event description:
As reported through our (B)(4) affiliate, one day post procedure after a successful tavr case, an echo revealed signs of a tamponade. A pericardiocentesis was attempted to drain the blood and due to decompensation of hemodynamics, drainage was performed by subxyphoid approach. The patient was taken to the operating room and a median sternotomy was performed. During the sternotomy lv blood was observed. The patient was doing well and stable after the procedure. As per report, it is unclear if the perforation occurred during the procedure with the amplatz super/extra stiff guidewire or with the temporary pacing lead wire.